Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" message after 2 days of wearing the adc freestyle libre 2 sensor and was unable to obtain scan readings. Customer experienced a loss of consciousness and had contact with healthcare provider. An unspecified reading was obtained on hcp meter and customer was treated with unspecified IV for the diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.